Event description:
It was reported that during a laparoscopic appendectomy procedure, the device caused a burn on the cecum area of the large intestine. The area of the burn was excised and then sutured closed. No other details are available at this time. The device will not be released.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. Additional information from rep: how long has the surgeon and account been using the gen11? Account since (B)(6) 2011. Surgeon using about the same time. Were you present for the procedure? No; found out about this as the or called him and talk to him. First asked that he come in but then changed their mind (rep 1 hour away) as the surgeon had already started the next case. What area was the surgeon working on when the cecum was burned? Unknown. Lap appy - perhaps went taking down or inadvertent burn. Has the surgeon been in-serviced on heat management? Surgeon had not been inserviced by rep in the past but surgeon had made previous comments ((B)(6)) that he was aware of the heat. Rep spoke with surgeon who advised: taking down meso-appendix and he got a burn about 1 cm proximal to the jaw of the harmonic and he assumed it was the shaft that was leaning on that portion of the cecum, that caused the injury. Unprompted, he commented that he knew about the heat management in the harmonic ace stays warm after 15 seconds and he reviewed with dr, (B)(6) about touching a wet pad and also about being careful about tissue in the jaws which can drive up the temperature of the instrument. He said he was aware of that. Conference call with surgeon, who advised: the burn was 1/2 - 1 cm blanch mark on the cecum wall and appeared to be from the shaft of the device. When stapling the area where the appendix was removed, dr. (B)(6) included the blanched area of the cecum within the stapled area and included a few sutures to tuck in the area.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. The device was tested with a generator and was functional. During functional testing, there were no issues with the temperature of the device. The harmonic device is not overheating and is functioning as intended. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. Additional, "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries.